Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 309 mg/dl and the ketone level was large. The cause of the high bg was not known. The customer was showing early signs of diabetic ketoacidosis (dka) and had gone to the emergency room (ER). The customer was treated with fluids and insulin. After approximately 5 hours, the customer left the ER with a bg level of 167 mg/dl and the customer had felt better.